Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device analysis: analysis of the returned device identified: crease fold, wear abrasion and weight to the spec. Cloudy in the gel observed after autoclave cycle. Base on the device analysis the final assessment is: the unit is not rupture. Wrinkles (creases) are observed but have no relationship with manufacturing.

Event description:
Healthcare professional reported right side rupture. Additional report of "any creases." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Additional report of "any creases." Device has been explanted.